Event description:
The clinicians were attempting to shock a patient presenting a ventricular-fibrillation heart-rhythm but the device would not fully charge to the selected energy. The operator had selected 200 joules and initiated a charge of the device but the device stopped charging and issued a "pacer fault 117" message. The clinicians continued to use the device and attempted to charge energy several time without success. The patient subsequently expired.